Manufacturer narrative:
This report is for an unknown plate/screw construct/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: baum c, et al. (2019), treatment of periprosthetic femoral fractures vancouver type b2: revision arthroplasty versus open reduction and internal fixation with locking compression plate, geriatric orthopaedic surgery & rehabilitation, volume 10, page 1-9, (switzerland). This study hypothesized that the open reduction and internal fixation (orif) with locking compression plate (lcp) could be a valid alternative if not a superior alternative to revision arthroplasty (ra) for the treatment of vancouver type b2 (vtb2) fractures. Between january 2007 and march 2017, 59 patients treated with either orif with lcp or ra for vtb2 fractures were included in the study. A total of 24 patient received orif with lcp. There were 5 males 19 females with a median age of 84 years. These patients were implanted with an unknown synthes 4.5mm locking compression plate. In 11 of these patients, 1 or more locking attachment plates were added using an unknown synthes 3.5mm locking attachment plate. Meanwhile, 35 patients underwent revision arthroplasty using a competitor¿s devices. The median follow-up time was 1609 days for all included patients. Complications were reported as follows: 2 patients died within the first 6 months after surgery. A total of 13 patients died during the follow-up period. 3 patients had refractures. 1 was refracture at the same location and 2 were peri-implant fractures. 1 patient had wound infection. 2 patients had postoperative hematoma. 4 patients had a secondary surgery. 2 were revision orif with lcp and 2 wound revisions. 2 patients had nonunion. 1 patient was not able to walk at all. Unknown patients were not able to return to their preinjury mobility level needed either walking aids or a wheel chair. 5 patients reported persistent pain in the hip. 1 patient had subsidence of the implant which led to impingement as the cause of pain. This is report 1 of 4 for (B)(4). This report is for the unknown synthes 4.5mm locking compression plate and unknown synthes 3.5mm locking attachment plate. (Unknown plate/screw construct).